Manufacturer narrative:
Date rec'd by MFR: 30jul2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with service manual revision k. Ts recommended swapping the power management and motor controller to isolate the failure. The customer stated the problem was resolved, without specifying the failed part. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25apr2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the cooling fan runs continually. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified: estimate used.